Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) did not work, it required maintenance. The field service engineer (fse) contacted the client and worked with user regarding a bio ID reader maintenance message. The client powered off the station for 10 minutes to fully discharge the electronics, after a soft reboot did not resolve the issue. After powering the unit back on, the bio ID reader functioned properly, and the client was able to log in successfully. The system functioned as intended after the field service engineer (fse) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es b2pcu1 biometric identifier was not functioning and displayed a message indicated that maintenance was required. The customer attempted to reboot the machine, but the issue was not resolved. A remote fix was performed; however, the biometric identifier issue persisted. However, there were no delays or adverse events or injuries reported based on this event.